Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. The initial report was submitted under manufacturer report number 3002809144-2021-00673-00 with alinity c calcium reagent kit as the suspected medical device and (B)(4) as the manufacturing site, however, that is incorrect. The correct suspected medical device is alinity c processing module and manufacturing site is (B)(4), which is this report.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer¿s normal range is 2.20-2.62 mmol/l): sample ID (B)(6) initial result was 0.68, repeats were 2.47, 2.49, 2.49, 2.50, and 2.50 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed calcium results on the alinity c, serial number (B)(6). Through an extensive investigation, the fsr found residual liquid in various cuvettes. The fse cleaned the wash cups, probes, and manually cleaning the cuvettes, alinity c-series cuvette, list number 04s47-01, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.